Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision meter. Customer reported receiving readings of 66 mg/dl, 141 mg/dl, 180 mg/dl and 356 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was not report of death, serious injury or mistreatment associated with this event.